Manufacturer narrative:
Na.

Event description:
The customer received questionable ise indirect gen.2 results for two patient samples from the cobas 8000 cobas ise module. Data was only provided for one patient sample. The initial sodium result was 113 mmol/l , potassium result was 4.0 mmol/l, and chloride result was 79 mmol/l. On (B)(6) 2018, the repeat sodium result was 144 mmol/l , potassium result was 5.1 mmol/l, and chloride result was 99 mmol/l. The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative could not find a cause. The customer replaced the electrodes. The field service representative checked the system, replaced the sample probe, checked the alignments of probe and nozzles, cleaned the mixing vessels, and checked the pressures and vacuum. He performed precision testing and qc with acceptable results. The service actions appeared to have resolved the issue.